Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives device 8100 (s/n (B)(4)), with channel error / closed door alarm. Case resolution: customer receives device 8100 (s/n (B)(4)), with channel error / closed door alarm. Explained problematic fault that would create the close door message. Customer mentions replacing the door sear, and the ail assembly. Customer mentions end-user notices message close door alarm, when programming a delay start infusion. Customer not able to duplicate, and will retest to see if problem re-occurs. Customer performed door alarm test, in system maintenance ¿ no problems found. Customer will call back if any further concerns need to be addressed. End call. (B)(4).